Manufacturer narrative:
(B)(4). D10: 00877502803 item name bioloxâ® delta, ceramic femoral head, l, ã¸ 28/+3.5, taper 12/14 lot # 3163275. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the liner. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision procedure due to a deep squat that resulted in a dislocation and instability. There is no additional information available at the time of this report.